Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib)- paroxysmal procedure which included the use of an unidentified thermocool® smart touch® sf bi-directional navigation catheter (stsf) and experienced cardiac tamponade thirty (30) minutes after the procedure and a pericardiocentesis was performed. It was reported they had temperature alert on the ngen console with the stsf catheter, but they were not using it at this moment. They were mapping the left atrium with lasso catheter. The temperature was either not displayed or not accurate. It was noted that the stsf catheter was connected but not in the left atrium yet. They solved the issue but when they connected the stsf catheter in the left atrium, they suddenly got a lot of noise of all catheters (ECG, lasso, stsf) and had the alert ¿current leakage¿. They tried to change the catheters and the catheters cables but still had the same issue. Also, the impedance was visible but not the temperature. As a solution, they switched to sma (smart ablate) system. The patient is alive and fully recovered. A transseptal puncture was performed with abbott slo sheath and brk needle and ablation was performed. No evidence with steam pop. Correct settings were selected on devices. Physician is unsure about the cause this event was assessed as MDR reportable against the stsf catheter (ablation catheter). Cardiac tamponade was detected post procedure and is associated with the ablation catheter that was utilized to deliver the radiofrequency (rf) energy and complete the procedure.